Event description:
A caller reported that the t:slim x2 pump battery would not charge. There was no indication of any impact on the customer's blood glucose level. The caller was not present with her son and the pump during the call and was advised to have her son contact technical support later to troubleshoot the issue. Cts confirmed caller was able to resume insulin.